Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within an unspecified quantity of 150 ml intravia containers. The pm was described as small round pieces of plastic inside the solution/fluid path. The pm was discovered in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.